Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope had traces of water invasion (internal rust/corrosion). The customer also reported that the device was sterilized without the cap attached. The issue was found during reprocessing. There was no patient involvement or impact associated with the reported event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings include the following: the objective lens and light guide lens both had peeling glue, the insertion tube had buckle, issue with customer label at the control body, the light guide tube had buckle, and a fading label. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.